Event description:
It was reported via clinic notes received that the vns patient has a medical history of sleep apnea. The relationship of the sleep apnea is unknown. No device issues have been alleged. Attempts for additional information have been unsuccessful to date.

Event description:
Follow up with the physician revealed that the physician is not sure of any relationship between the patient's sleep apnea and vns. The patient's seizures have somewhat improved with vns, and the sleep apnea may be contributing to the patient's seizures. The sleep apnea may be pre-existing prior to vns, however the physician was not sure regarding this. The patient's vns is not believed to have any issues per the physician. No additional information was provided.